Event description:
Reporter stated that customer received the following results on the aviva system within 8 minutes and 5 minutes respectively: 1. 2.43 mmol/l, 27.4 mmol/l and 1.63 mmol/l 2. 27.4 mmol/l, 1.63 mmol/l, 5.73 mmol/l and hi (result > 33.3 mmol/l) results of 27.4 mmol/l and 1.63 mmol/l were not duplicated. Readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). (B)(4).